Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the same day the antibiotics were stopped the patient went home with the drain still in "situ" and octreotide medication. The event was resolved 29 days later, the drain was removed and remaining medications were stopped.

Event description:
A patient in a study underwent a da vinci and jura system assisted pancreatectomy surgical procedure. Ten days after surgery, a postoperative fluid collection developed in the resection cavity indicating a post-operative pancreatic fistula (popf). Radiological drainage of the collection was performed the same day, and antibiotic therapy with ceftriaxone and metronidazole was initiated. The extracted fluid showed elevated amylase levels, consistent with a pancreatic fistula. The treatment was completed four days later. During the index procedure, bleeding from the splenic parenchyma required vessel sealing, and the tissue was noted to be extremely prone to bleeding. The study investigator reported this is an expected complication following the operation, more so expected since the patient has a neuroendocrine tumor of the pancreas. Prolonged hospitalization was required. Discharge occurred the next day, on prescribed octreotide with the drain still in place. There were no da vinci device or jura system malfunctions during the procedure. The study investigator reported the event as mild severity, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iiib, possibly related to the patient's underlying disease status, possibly related to a third-party device, but not related to the study procedure, not related to the jura system and not related to the da vinci system.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 175 cm., body mass index (bmi) 21.2 kg/m2.